Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose and the paramedics were called. It was stated that they have treated with orange juice and food. The caller stated that she put the insulin in suspend mode while calling, and then found that device was already resumed at the end of the call. The spouse stated that the customer did feel better. No further info provided.